Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There was one other complaint for the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced decreased vision, causing trouble with daily activities. The iol was exchanged in a secondary procedure. Additional information has been requested and stated that there was no patient harm and the patient was not hospitalized.

Manufacturer narrative:
The customer indicated, the use of a qualified company cartridge and company handpiece. The customer indicated, the use of a viscoelastic, which is not qualified for company cartridge use. Information was provided, that the company lens, 20.0 diopter, (1.5 extended depth of focus) lens was replaced with a company lens, 20.5 diopter (add power +2.2/+3.2) lens. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).